Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.5 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was explanted due to elevated iop (without pupil block and angle closure). As of the date of MDR reporting, the lens has not been returned and therefore no product evaluation has occurred.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).